Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose due to random boluses delivered during the night. Reviewed the bolus history and the boluses delivery was confirmed. Assisted the father to turn off the easy bolus feature on the insulin pump and showed how to use the block and lock keypad features. Advised the caller to call back if the unexplained boluses occur at night even though the lock keypad feature was on. No further info was provided.